Manufacturer narrative:
B5 - lens was exchanged for a longer length lens and problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -6.5/+1.5/108 into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vault. A lens two sizes longer in length was implanted on (B)(6) 2023 and the problem was resolved. Cause reported as unknown.